Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: modular neck k 12/14 neck taper use with +0 heads only, cat#: 00784800200, lot#: 62002534. Femoral head sterile product do not resterilize 12/14 taper, cat#: 00801803602, lot#: 62122119. Bone scr 6.5x35 self-tap, cat#: 00625006535, lot#: 62090579. Bone scr 6.5x35 self-tap, cat#: 00625006535, lot#: 62073994. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, cat#00630505036, lot#62092168 shell porous with cluster holes 54 mm, cat#00620205422, lot#: 62085877. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04767, 0002648920 - 2019 - 00815.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 7 years later due to pain, elevated metal ions, and a stress reaction of the right femur. During the revision, it was noted that there was slight corrosion at the head/neck junction, but no surrounding devitalization of surrounding tissue was found. It was further noted, the sciatic nerve was encased in scar tissue and it was not thoroughly dissected out. The head and liner were replaced. The surgeon then performed an open reduction internal fixation by applying bmp and three cables around the femoral shaft for fixation. Finally, while testing the fixation of the acetabular shell, the surgeon attempted to remove the fixation screws. The first screw was removed easily, but the second screw appeared to be cold welded to the shell and stripped while trying to remove it. The stripped screw was left in place, and the first screw was replaced without further complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.